Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and multiple shaft kinks were observed. During functional testing, the catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 94.5 cm from the tip during microscopic inspection. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jun2024. It was reported that error message occurred and the normal prime could not be performed. An angiojet solent omni catheter was selected for left femoral artery catheterization hemolysis. However, during detection, the system alarmed an error message and the normal prime could not be performed. The alarm reset button was pressed to continue, but the problem still occurred after repeated resets. After replacing with another of the same device, the procedure proceeded normally. No complications were reported and the patient was stable post-procedure. However, device analysis revealed a hypotube separation observed at 94.5 cm from the tip.